Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to the character limit in the e1 section, the full event site name is (B)(6). Due to the character limit in the e1 section, the full event site address is (B)(6).

Event description:
It was reported that the cardiosave intra-aortic ballon pump(iabp) had iab loop leakage error while device was in use. On-site inspection revealed security disk leakage. No harm or injury to the patient was reported.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) after on-site inspection revealed safety disk leakage; safety disk replacement required. Customer rejected the quote; a meeting was needed to discuss and decide; repair temporarily suspended and the equipment was not repaired. The equipment failed the performance test and cannot be used. In future if we receive any repair information will reopen and update the investigation.